Manufacturer narrative:
This reported event and subsequent repairs were investigated through the service repair process. Failure data and parts-used information were reviewed for the sap and trackwise files and found relevant to the service repair. A device service history record cannot be performed because the serial number was not documented. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. The customer stated that there was no patient involvement.

Event description:
This reported event and subsequent repairs were investigated through the service repair process. Failure data and parts-used information were reviewed for the sap and trackwise files and found relevant to the service repair. No identified issues required escalation. A device service history record cannot be performed because the serial number was not documented. No determination can be made regarding the device¿s previously return(s) for service. Based on the file review, a global reportability assessment was not required. The customer stated that there was no patient involvement. No escalation is required per (B)(4).